Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during attempted implant of this right ventricular lead, the physician reported placement challenges. Furthermore, at 5 volts no capture was exhibited and the patient's pressure dropped. A perforation was confirmed via an echocardiograph and the patient continued with pressure stabilization issues due to an identified cardiac tamponade. An emergency thoracotomy was performed and the lead was removed and replaced. The implant was completed with an abdomen placed vvi device. No return of product is expected. The physician stated the ventricular wall may have been too thin for the amount of applied pressure during implant.